Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). A philips remote service engineer (rse) interviewed the customer and had them troubleshoot the unit. After several tests and verifications, the customer indicated a loudspeaker problem accompanied by a message "equipment defect". Philips recommended the verification of the cable connection, as well as a reboot of the module in order to release a possible excess impedance. The reboot resolved the issue and the unit returned to service. A good faith effort (gfe) response confirmed there was no sound at the time of the event. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. The reported problem was confirmed. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time.

Event description:
The customer reported there was a loudspeaker problem. It was confirmed no audio came from the unit. The device was in use on a patient at the time of the event, there was no adverse event reported.